Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration was last performed on (B)(6) 2025 with acceptable results. Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." And "repeatedly reactive samples must be confirmed according to cdc-recommended confirmatory algorithms." And "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The elecsys hiv duo assay performs within specification. False results may occur in elecsys hiv duo because the specificity and sensitivity claims are less than 100%. The investigation did not identify a product problem.

Event description:
The initial reporter questioned a positive result for 1 patient tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. The initial result was 344 coi (positive). The result from the abbott alinity method was "negative." The specific result was not provided. The result from immunoblot testing was "negative."